Event description:
The pt underwent lar procedure due to chronic constipation. Colorectal anastomosis was performed with the car. The device appeared to work normally. There was a little more tension than normal, due to size of specimen. Upon performing the leak test, a small leak was noticed. The ring was removed from the pt and an alternative device was used.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specs. The ring was returned on june 6th and is being evaluated. No conclusions could be currently drawn based on the available info, before the completion of the ring testing. Positive bubble test is often related to the procedure, rather than to a failure in the device used. In this case, the surgeon indeed indicated that there was a little more tension than normal due to size of specimen. Bubble test in this stage is part of the routine surgical procedure and leak detected at this stage enables immediate intraoperative repair of the anastomosis, and, therefore, such failures are not associated with further device related safety concerns.